Event description:
A customer reported that a pt developed an inflammatory reaction, ¿iris shrinking¿, and corneal edema after a cataract extraction procedure. It was noted that the pt needs continuous treatment and observation based on the pt¿s postoperative condition.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).